Event description:
It was reported that a spectrum iq pump had a slow infusion during chemotherapy. The infusion took 3 hours to complete when it should have only taken 2 hours. It was a normal practice for the reported user to run intravenous (IV) fluids as a primary and chemotherapy as a secondary device. This reporter also noted they typically clamp the primary line during infusion of the secondary chemotherapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no issues that could have caused or contributed to the reported issue. If the device alarmed for an upstream occlusion and the occlusion is not addressed by the user when the device alarms and the alarm is cleared, the device may not alarm again, resulting in an under-infusion. However, it is unknown if this contributed to the reported problem and a definitive cause cannot be determined because the device was not returned for evaluation. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.